Event description:
Customer alleges seat is cracked from front to back. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model, serial number/date code and age of product are all unknown at this time. The consumer is a (B)(6) female, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that her commode has a crack in the seat from front to back and it will pinch her when seated. The consumer stated that she has had the commode for over 5 years. Invacare referred the consumer to dealers in her area for service. No RMA issued. No injury alleged.